Event description:
During baxter's functionality testing of a spectrum pump, it displayed the close door message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of a spec in relation to close door messages which were experienced during eval while the door was closed, and was followed by sys error 320. They were caused by a failed upper hook switch. The upper auxiliary assembly (containing the failed upper hook switch) was replaced.